Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 21-may-2026, it was reported by an arthrex subsidiary employee via (B)(4) that a qty. 2 of ar-3636 fibertak anchors presented an intraoperative defect, the anchor suture ruptured at the moment the surgeon pulled it to complete the knot. It was reported that the sutures were not sliding and it was not possible to complete the repair with them. This was discovered during a shoulder instability arthroscopic labal repair procedure with no patient harm. The case was completed with a 2.9 pushlock.